Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: on (B)(6) 2007 patient was presented with the following pre-op diagnosis: lumbar stenosis with spondylolisthesis and underwent following procedures: lumbar decompressive laminectomies, inferior l1, complete bilateral l2, l3, l4 and l5 with bilateral foraminotomies at each level. Lateral transverse process/ lateral mass arthrodesis/ fusion, l2, l3, l4, l5 utilizing morselized harvested lamina of bone and rhbmp-2/ acs. Segmental pedicle screw instrumentation, l2 l3 l4 l5 using legacy 6.35 pedicle screw instrumentation utilizing stealth frameless stereotactic guidance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.